Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Blood residue was observed within both valves. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion and aspiration; however, during hydraulic pressurization of the white lumen a spraying leak was observed emanating from between the 41cm and 42cm depth markings. Tactile inspection of the sample revealed tensile weakness and material discoloration in the vicinity of the leak. Microscopic inspection of the leak site revealed a small longitudinally aligned split. The split exhibited sharply defined edges. The split edges exhibited a coarsely striated shiny texture. The material necking/discoloration the split characteristics were consistent with damage caused by clamping/grasping/manipulating the catheter using traumatic metal instruments such as forceps or hemostats. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿

Event description:
It was reported that they noticed that fluid came out at the exit site. Leak appeared to be inside patient, fluid came out outside patient. Fluid coming out was tpv. Leakage was noticed in 1 lumen line was removed. PICC placement procedure with seldinger technique.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time, for evaluation. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.